Event description:
On (B)(6) 2011, the reporter (patient's mother) contacted animas reporting that the patient's blood glucose levels have been running from 300 mg/dl to over 600 mg/dl with moderate ketones for the past 2 days with symptoms of frequent urination, increased thirst, irritability, and fatigue. The patient reportedly has gone from using 30-40 units/day to 155 units/day. The patient's infusion site has been changed every day and sometimes twice a day but the patient's blood glucose levels still did not get under control. The patient is (B)(6) and the reporter denies growth spurt or menses. The patient also reportedly has not had any changes in her diet, medications, activity levels, or health. On (B)(6) 2012, the patient's blood glucose responded to insulin injections. The animas customer support representative (csr) reviewed the pump with the reporter: the reporter confirmed that the pump settings are correct and programmed as desired. The reporter stated that the humalog insulin that the patient was using is also being used by 2 other people in the household; however, have not had any issues. The infusion set was not available for troubleshooting since it has been thrown away. The animas csr informed the reporter that the alleged issue may be related to the infusion site. Although there is no indication that the pump malfunctioned, this complaint is still being reported because the patient allegedly experienced elevated blood glucose levels with symptoms that meet the animas' criteria of a serious injury. It is unclear if the alleged issue was due to use error and/or if it is related to the infusion set since it was not available for troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A force test was performed with no failures at the conclusion of testing. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed; and the pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found with this complaint.